Manufacturer narrative:
(B)(4). Investigation summary the device associated with this complaint was received for examination. Examination found the inner plastic package warped and deformed, confirming the reported allegation. The device was sent to depuy ireland cork mfg site for further analysis. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Inner packing damaged. It was reported that during the surgery, opened the out-box, noted the inner packing was damaged (as the photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.